Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm while the customer was loading a cartridge onto the pump. Customer reportedly glued over top of the speaker holes. There was no reported impact to the customer's blood glucose. Reportedly, the customer was unable to clear the alarm, and customer reached out to their health care provider to obtain back-up insulin therapy.